Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used due to a set screw problem. There was noise on the ventricular channel when the right ventricular (rv) lead was connected to the ICD. The physician performed a tug test on the rv lead and the lead came out of the ICD header. The physician indicated that it felt as if the set screw never engaged. The ICD was removed and the set screw was attempted to be engaged and was unable to do so. The wrench was unable to advance into the grommet hole or see the wrench down the barrel of the device. The set screw seems to be in there but unable to be engaged. The ICD was removed from use and a new ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.